Manufacturer narrative:
Manufacturing site: manufacturing site could not be identified because the product lot number information was not available. Device evaluation could not be performed because the affected device was not returned from the user facility. Lot history records review could not be conducted because lot information was unavailable. According to the literature and referring to known similar events, vessel perforation in this case were most likely associated with patient anatomy and procedural contents. Although loot history records review could not be conducted, all the shipped products were inspected in the production process and satisfied the product specifications and release criteria; therefore, it was concluded that there was no anomaly in product quality. No CAPA will be taken. Instructions for use (IFU) states: [warnings] observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. Use this guide wire carefully as the guide wire may penetrate the blood vessel. Otherwise, it may cause adverse events such as blood vessel perforation and coronary artery dissection. The higher torque performance, stiffer distal end, and/or higher advancement force may present a higher risk of perforation or injury than if using a more flexible guide wire. Therefore, use the most flexible guide wire that will treat the lesion (i.e., the guide wire with the smallest tip load that will treat the lesion), and take due care to minimize the risk of perforation or other damage to blood vessels. [Malfunction and adverse effects] damage to a vessel, including possible vessel perforation.

Event description:
T was reported through literature that an asahi fielder xt-a guide wire might have caused or contributed to vessel perforation. Publication: catheterization and cardiovascular interventions volume 100, issue 1 p. 100-104. Title: right ventricular hematoma: a rare but potentially fatal complication of percutaneous coronary artery intervention. Excerpt is as follows: a 72 year old woman with no cardiac history was evaluated for canadian cardiovascular society (ccs) class iii angina pectoris. Myocardial perfusion scintigraphy demonstrated reversible ischemia in the basal and mid[?]inferior segments, after which an elective coronary angiography was performed. This revealed an ostial occlusion of the rca. Multiple ad hoc attempts to cross the lesion with a wire were unsuccessful and a cto procedure was scheduled. During this procedure, the occlusion was crossed with a hydrophilic wire (fielder xt-a, asahi intecc), followed by dilatations with 1.5 and 2.5mm balloons. Shortly after, extraluminal contrast was observed indicating a perforation of the proximal rca (figure 1a). Immediate transthoracic echocardiography (tte) showed no pericardial effusion, but thickening of the rv wall with minimal compression on the right atrium and ventricle. Intravenous protamine and thrombocyte transfusion were given to reverse the effects of either heparin and acetylsalicylic acid and clopidogrel. The patient remained hemodynamically stable and therefore, the pci procedure was stopped. One hour later progressive chest pain ensued, combined with decreasing blood pressure. Repeated tte revealed a mass in the rv free wall, indicating an rv hematoma leading to an obstructive shock (figure 1b). This was stabilized with intravenous (IV) fluids and vasopressors. An ad hoc heart team, including cardiologists and cardiothoracic surgeons decided to treat the patient conservatively instead of performing urgent surgery. Repeated tte during the following days demonstrated no changes in the size of the hematoma, and the patient remained stable. Cardiac computed tomography (CT) performed after 4 days confirmed the diagnosis and demonstrated a subepicardial hematoma in the right atrial and ventricular wall. (Figure 1c) the patient was discharged on the fourth postprocedural day. At 2 weeks follow[?]up, the patient was stable but still experienced angina pectoris for which a successful and uncomplicated cto pci was performed. At 3 months follow[?]up the patient reported no angina pectoris and was doing well.